Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation under the front therapy electrode. The patient's physician prescribed a fungal cream. The irritation improved after using the prescribed cream and removing the device.